Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f unknown delivery system. The amulet was successfully implanted with a single deployment without over compression of the lobe and the patient was discharged on dual antiplatelet therapy (dapt) per instructions for use (IFU). On (B)(6) 2024, the patient came back with chest pain and transesophageal echocardiogram (tee) was performed. A circumferential pericardial effusion and cardiac tamponade were noted. A pericardiocentesis was performed and 620 ml of pericardial fluid was removed without incident. The physician mentioned the cause of effusion was abbott device. The patient stayed in the hospital until (B)(6) 2024 and was discharged without symptoms. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage), pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The lot/serial number was not provided; therefore, device history record and similar complaint review cannot be reviewed. Based on the information received, the cause of the reported implant related to tissue damage, pericardial effusion, cardiac tamponade, and angina could not be determined. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances as the patient returned to hospital for chest pain and pericardiocentesis was performed.